Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that occurred during patient use. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure. The pump was infusing at a rate of 50ml/hr, but it was unknown what type of medication was being infused, the volume to be infused, or the type of tubing being used. No additional contact information was available.